Event description:
It was reported via customer that, "the tip of the driver sheared off as a screw was being tightened and lodged in the head of the screw. It is further reported that the broken piece remains in the screw head."

Manufacturer narrative:
The device is made from an implantable grade material and therefore, should not cause a reaction.